Event description:
Correction: the initial MDR [6000034-2026-00949] submitted on march 17, 2026 was filed inadvertently. There was irritation along with swelling and crusting at the abutment site but no infection was present. Oral antibiotics was also prescribed to the patient (specific date and duration not reported). The date of abutment removal is on (B)(6) 2026.

Event description:
Per the clinic, the patient developed an infection at the abutment site. Subsequently, the abutment was removed, and the patient was treated with bacitracin until the wound healed.